Event description:
It was reported by the patient that their device is set at 70 and the patient took a reading with their heart rate monitor and it was at 60. The patient also reported feeling tired, having no energy and that it was even difficult to talk. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.